Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with 200cc mentor memorygel breast implant and experienced bubbles on the right side, that is progressively getting worse. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Since the device has not been explanted yet, there's no clear confirmation that the device is presenting the issue reported (bubbles) therefore, cutaneous contour deformity is being reported until further clarification is received, at which time a supplemental report will be submitted.